Event description:
It was reported that a pt presented high lead impedance readings during a routine office visit. The pt also stated she felt something in her neck when stimulation occurred and had mild hoarseness that began recently. There were no reports of manipulation or trauma; however, the pt has lost a significant amount of weight following a weight-loss surgery. Two sets of x-rays were sent to the MFR for review and no lead discontinuities or other causes for high lead impedances were found; however, a portion of the lead was behind the generator and could not be assessed. Good faith attempts to obtain additional info from the pt's physician have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.